Event description:
User facility reported to device distributor that the product was in use with pt since (B)(6) 2012. According to reporter the product was found cracked which caused leakage of air. According to reporter an immediate tracheostomy tube change was performed. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.